Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronics assembly. It also had a cracked battery tube threads, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to sweat while she was running. After the moisture exposure, it started beeping, she removed the battery but the display remained blank after putting it back in and a constant tone was occurring. Blood glucose value was 202 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.